Event description:
During a pulsed field ablation procedure, air aspirated from the sheath and there was resistance when inserting the volt catheter into the agilis 13f sheath. Multiple attempts were made with the volt catheter inserted to different levels and reinserting with no resolution. The volt catheter was exchanged, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident of a leak and insertion difficulties could not be conclusively determined.